Event description:
It was reported to philips that the system was not booting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that the system was not booting up. Review of the logfile shows that the host pc was failed to boot due to hospital power issue. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found a software issue was identified on the ippc. To resolve the issue, fse reset the nic cards in open profile mode across all system computers and reconfigured the network settings. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.